Event description:
Had lasik surgery in (B)(6) 2020. Horrible side effects, including constant pain and bad vision. Had to pay for serum drops made from my own blood to cope with the pain. Clinic (B)(6). FDA safety report ID# (B)(4).